Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement computer shipped to site 06/02/2014. Medtronic investigation of returned suspect device finds that the computer was very poorly packaged. No issues at power-on. Opened cranial software and was able to navigate without issue. The computer ran continuously for 24 hours in the software and it did not exit or power cycle. Checked the smart data on the hard drive and no errors were reported. The memory test ran for 10 hours and no errors were reported. No issues were found. No fault found - did not cause event. Issue could not be replicated.

Event description:
A medtronic representative reported an unexpected exit occurred on a stealthstation tria navigation system. No further details regarding this issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.